Manufacturer narrative:
Follow-up # 1 date of submission 1/01/2017 device evaluation: the device has been returned and evaluated by product analysis on 12/12/2016 with the following findings: low battery warnings were observed in the pump¿s history. The returned battery cap was able to fully tighten to the pump. The pump was able to power up with the returned battery cap. The electrical current draws measured within specifications. A "battery life" issue was not duplicated during the investigation. During visual inspection of the pump, it was observed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.